Manufacturer narrative:
The investigation for the reported product damage has been completed. The cause of the product damage, specifically damage to the sterile sleeve, was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the sterile sleeve came off when physician attempted to reposition impella. They covered the sterile sleeve with tegaderm. The patient was escalated to an impella 5.5. It was noted that the patient was withdrawn from care while on impella 5.5 support, and expired. Medical safety review of the event noted use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).